Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The surgeon reported the ring did not fail but a satisfactory repair was unable to be achieved due to patient tissue problems. Moderate regurgitation was ultimately the reason for the explant. No additional adverse patient effects were reported.